Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be reproduced. The adhesive near the probe and acoustic lens at the distal end had a guide. A nut was loose, the light guide lens and bending section adhesive were chipped, the air/water cylinder had a dent and the paint on the suction cylinder was peeling. The control unit and scope cover were discolored and the electrical connector had corrosion due a water leak. The up/down knob could not be locked securely due to a worn forceps elevator lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope did not pass the leak test. The event was observed during an internal inspection. There was no effect on the examination, patient or user as the error occurred during pre/post processing. During the inspection and testing of the returned device, there was an adhesive gap between the acoustic lens and ultrasound probe at the distal end. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Updated field: event. This report is being supplemented to provide the date of event that was inadvertently not included in the initial medwatch. Once the final investigation has been completed or additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the gap of adhesive on the distal end is due to the acoustic lens surface being damaged. Olympus will continue to monitor field performance for this device.